Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. An explant was planned. There was a reprogramming tried and impedance testing was done along with x-rays being taken. The patient also had pain at the implant site and device pocket. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v013823, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).